Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touchscreen failure. There was no patient or user harm reported.

Manufacturer narrative:
Date rec¿d by MFR : 06aug2019, date of report : 12aug2019. The philips service engineer (fse) verified the reported complaint of touchscreen failure. The fse replaced the touchscreen. The unit passed all performance tests and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.